Manufacturer narrative:
The reported non-union could be confirmed based on the received information. A device inspection was not possible since the affected device was not returned. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The complaint was forwarded to medical affairs for review with the following results: ¿there is limited information here. The x-rays provided are after the breakage of the nail. Interesting case. Clearly there was a non-union or delayed union at 6 months. In a united bone, the nail would not break anymore. There are some interesting things to be seen on the provide x-rays. Distally, the screw seems to be quite short, and the question arises whether it ever was long enough to penetrate the second cortex properly. It is quite clear the screw backed out and that occurred quite a while ago since there is a bump of callus formation around the head of the screw. The backing out of the screw can be explained if the screw indeed was too short and did not have sufficient hold in the second cortex. The backing out led to movement in the nail since it lost its distal stability. Proximally, the current x-ray suggest this was a sub trochanteric fracture, which needs more stability in the implant than a per trochanteric one with intrinsic stability. If the distal stability in the implant is lost, movement of the nail will have influence on the fracture area and thus the lag screw-nail interface. The lag screw is not entirely in the ideal position, which may or may not have had additional influence on the movement in the fracture site, leading to a non-union and subsequent nail breakage. Based on the provided information, the root cause of the reported event is multi-factorial. The location of the fracture and the technical aspects of the surgical procedure continued to the event. Furthermore, patient activity levels post-op may have also contributed to an inadequate load distribution, and therefore the breakage of the implant. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "a patient presented with increasing pain at the hip consistent with non-union on x-rays the removal of painful hardware (gamma-4) yesterday, non-union bone repair and ultimately fixation with a non-stryker nail". Additional information indicates nail breakage is present.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported: "a patient presented with increasing pain at the hip consistent with non-union on x-rays the removal of painful hardware (gamma-4) yesterday, non-union bone repair and ultimately fixation with a non-stryker nail". Additional information indicates nail breakage is present.